Event description:
Reporter alleged obtaining discrepant blood glucose values on the customers advantage system of 499 mg/dl back to back with a result of lo when testing was performed 5 minutes apart. Reporter stated customer was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of the testing and no actions or treatment was received. A request was made for the return of the suspect product and replacement product was sent